Event description:
A report was received that the patient had been experiencing charging difficulties ever since undergoing a revision procedure. The physician replaced the patient's ipg.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical tests done. The complaint was confirmed as the analog ic was damaged due to a high voltage transient. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (B)(6).

Event description:
A report was received that the patient had been experiencing charging difficulties ever since undergoing a revision procedure. The physician replaced the patient's ipg.